Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized and stopped using the pump for few days. It was also reported that the patient went to emergency room and subsequently got hospitalized for greater than 24 hours due to diabetic ketoacidosis (dka) and patient blood glucose levels was 400 mg/dl while admitting the hospital on (B)(6) 2025 and received insulin via intravenously (IV). The patient experienced symptoms like feeling sick/unwell, flu like tried and weakness and main reason for hospitalization was high blood glucose levels. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.